Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tip of the sleeves broke off during screw insertion. There were no reports of patient harm. There was a report of a surgical delay of approximately twenty minutes. This report is for 2 of 2 complaint com-(B)(4).

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that the orchid unique manufactured the holding sleeve-standard for matrix, p/n 03.632.001, and lot number 6704560 on po #1254622 dated 11/21/2011. Due to an unknown cause, the tip of the sleeves broke off during screw insertion. Initially, the part was inspected and conformed to the synthes final inspection sheet # ns035211, revision ¿n¿. Based on the evaluation and the unknown cause, this complaint is not manufacturing-related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.